Event description:
The pt called to report they rec'd a hylamer liner. In late 2000 pt began having hip pain. Their doctor told pt had developed a cyst in the area of the cup and pt believes it is due to wear particules. The pt plans to be revised next year.